Manufacturer narrative:
F10/h6: medical device problem codes: a150102 is being removed from the initial MDR. F10/h6: component codes: g0204002 is being removed from the initial MDR.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the upstream occlusion alarm. The device was found to be within specification during testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be a processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.